Manufacturer narrative:
The initial sample was examined and it wasn't until the following day that it was determined that the sample cap popped off from the fluid introduced in the malfunction. It is unknown if the initial operator observed the additional volume in the sample tube that was recognized by a technologist investigating the following day. The investigator found that fluid dripped down from a sampling pipette. Service determined that a pinch valve connected to the discharge line opened, allowing a silicon tube to become open. The fluid overflowed and ultimately entered the specimen tube and the cap came off from the pressure of the fluid. The proper specimen to anti-coagulant ratio must be achieved, otherwise results will be affected. The ca-1500 system operator's manual (om), chapter 1 - introduction warns the user: "results should always be evaluated in conjunction with clinical and other laboratory findings. Independently of the concentration of an analyte, unspecific reactions may be obtained in some cases, and therefore, the dilution of samples may lead to discordant results in certain cases." .

Event description:
A prolonged activated partial thromboplastin time (aptt) was generated by a ca-1500cp automated blood coagulation analyzer with cap piercer, on a single patient sample. The complainant text stated that the issue occurred during the night and an erroneous result was reported. A hydraulic system leak occurred. Distilled water, used to wash the cap piercer, leaked into the sample tube being run and diluted the sample. The sample also was run for prothrombin time (pt), prothrombin ratio and fibrinogen which were also diluted, causing incorrect results. The sample was repeated and the compromised sample again provided abnormal results that were reported. The results generated and reported could be related to multiple clinical conditions, but the reason for testing or the patient's condition was not provided. It was not reported that the physician ordered any treatment based upon the erroneous results. The complainant did not provide analyzer printouts to illustrate the analyzer's handling of the sample, and the control results prior to the test analysis was not provided to determine whether the results were within assay ranges. A second sample was collected the following day and results were within the normal reference ranges for all tests.